Event description:
The customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the keyboard to be working intermittently. A keyboard was ordered and the customer will replace it. The system operates as intended.